Manufacturer narrative:
The mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.